Event description:
It was reported that when the device was used during a hemorrhoidectomy, the device fired but did not cut, causing the device to deliver malformed staples. Sutures were used to complete the case. Pt consequences are unknown.